Manufacturer narrative:
Batch review performed on 03 oct 2024. Lot 2402192: (B)(4) items manufactured and released on 14-feb-2024. Expiration date: 2029-01-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional component involved in the event: liner: mpact 01.32.3648hct flat pe hc liner ø36/f (k103721) lot 2339236: (B)(4) items manufactured and released on 08-nov-2023. Expiration date: 2028-10-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At 2 months from the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.